Event description:
A us distributor contacted zoll to report that a patient has developed redness and a rash under the back therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient's daughter, who is a nurse, applied diaper cream rash which was helping the rash get better.